Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using a stylet sample. The stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, there was placement difficulty. The stylet was stuck in the lead and could not be moved. It was also reported that the lead had kinked. The lead was removed and another lead was placed without issue. No patient complications have been reported as a result of this event.